Event description:
It was reported in an article that the first 1500 patients consecutively enrolled from january 2015 to january 2019 and treated exclusively with either xience des or bms and eligible for 1-year follow-up were included in the study. Baseline patient and procedural data, major adverse cardiovascular events (mace) in-hospital, at 30 days and 1-year, and medications were reported and analyzed with respect to xience drug-eluting stent (des) and bare metal stents (bms) use. The xience stents may be related to the following: coronary artery bypass grafting (CABG), bleeding, myocardial infarction, death, target vessel revascularization (tvr), target lesion revascularization (tlr), late stent thrombosis and readmission. Details are listed in the article titled, "long-term outcomes of contemporary percutaneous coronary intervention with the xience drug-eluting stent: results from a multi-center australian registry".

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. A review of the electronic lot history record (elhr) and similar complaint query was not performed because the part/lot numbers were not reported. A conclusive cause for the reported myocardial infarction, thrombosis/ thrombus, or hemorrhage/blood loss/bleeding and the subsequent unexpected medical intervention and surgical intervention cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effect of death reported in the article are captured under separate report(s). The reported patient effects of myocardial infarction, thrombosis/ thrombus, or hemorrhage/blood loss/bleeding are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The patient effects listed are consistent with the product risk profile and are therefore expected. Literature attachment: article title long-term outcomes of contemporary percutaneous coronary intervention with the xience drug-eluting stent: results from a multicentre australian registry. B3: date of procedure estimated as (B)(6) 2015. D4: the UDI is not known as the part and lot number were not provided.